Event description:
Customer reported a malfunction indicated by code malf 12 without any notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer to use alternate mdi therapy to ensure continuous insulin delivery. Customer agreed to return the faulty pump using a pre-paid label after placing it in storage mode.